Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the pulse generator had intermittent under-sensing. The patient had no adverse consequences.